Manufacturer narrative:
(B)(4). Follow up for device evaluation: it was reported the needle is coring the rubber stoppers when they draw medication into syringes. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed with 30x magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305180, lot 4159634. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Event description:
Material # 305180 batch # unknown. Needle is coring the rubber stoppers when they draw medication into syringes. Customer response on (B)(6) 2025. The provided lot number 44159634 was not found in our records. Could you please check if there might be a typo in the lot number? Lot # is 4159634 what is the medication being used when coring is occurring? Not specified is the same needle being used to puncture multiple vials? No is the needle entering the vial at a 90 degree angle? Yes

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.